Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the system was unable to recognized the cadiere forceps instrument. Therefore, the surgeon asked to change it for another one. The customer reported event has no report of patient injury.